Event description:
It was reported that the device would not power on. There was no report of pt involvement associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure to power on. Physio recommended device repair and provided the customer an estimate. The customer has not decided to repair or replace the device at this time. Further investigation on the reported problem could not be performed.